Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, approximately eight days after sensor placement on the arm, the patient reported receiving estimated glucose values (egvs) ranging from 40-60 mg/dl throughout the day. Per documentation, the patient preferred not to answer which cgm display device was being used. At approximately 2:00 pm on (B)(6) 2026, while walking out of the door, the patient experienced a fall. At that time, the cgm reported an egv of 43 mg/dl. The patient performed a fingerstick blood glucose (bgfs) check, which displayed ¿high¿ without a numerical value. The patient then used his roommate¿s blood glucose meter, which indicated a reading of approximately 400 mg/dl. Following this, the patient began experiencing persistent vomiting and diarrhea. He administered insulin (dosage and route unknown) and continued to vomit afterward. The patient stated he intended to seek evaluation at urgent care but was unable to leave due to frequent bathroom needs. On (B)(6) 2026, the patient reported continued vomiting and diarrhea. Due to a sore throat and inability to swallow food, he reported taking tramadol and consuming two bottles of pedialyte. He stated he was unable to tolerate solid food. At approximately 2:00 am on (B)(6) 2026, the patient reported that the sensor failed. During the call, the patient stated he was feeling somewhat improved, and his blood glucose at that time was 248 mg/dl. Technical support (ts) attempted to obtain additional details; however, further information could not be confirmed due to failed diligence attempts. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.